Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips got broken when the user tried to load them onto an applier. Therefore, a new cartridge was used. No clips fell in the patient. One of the broken pieces was disposed at the hospital.

Manufacturer narrative:
Qn#(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The clip cartridge was visually examined with and without magnification. Visual examination revealed that the cartridge was returned with one clip remaining and a clip broken at the hinge. The observed damage to the clip is consistent with improper loading of the clips or use of damaged appliers. The appliers were not returned. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. The clip that was still intact in the cartridge was able to properly load into the jaws of the applier. The clip was then successfully applied to over-stressed surgical tubing. No issues were observed with the tested clip. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clips broke during loading" was confirmed based upon the sample received. One cartridge was returned with one clip remaining and a clip broken at the hinge. Upon functional inspection, the clip that was intact in the cartridge was able to properly load into the jaws of a lab inventory applier and was successfully applied to over-stressed tubing. The observed damage to the broken clip is consistent with improper loading of the clips or use of a damaged applier. It is unknown how the returned clips were handled during use and the appliers used at the time of malfunction were not returned for investigation. Therefore, based upon the damage observed, operational context caused or contributed to this event.

Event description:
It was reported that clips got broken when the user tried to load them onto an applier. Therefore, a new cartridge was used. No clips fell in the patient. One of the broken pieces was disposed at the hospital.

Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made that report 3003898360-2018-00970 was submitted in err. The report is retracted. Report 3003898360-2018-00970 is retracted.